Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and incomplete uterovaginal prolapse and mesh was implanted with concurrent total vaginal hysterectomy, uterosacral ligament suspension of the vaginal vault, posterior colporrhaphy and cystoscopy. It was also reported that the patient underwent mid urethral sling incision on (B)(6) 2011, along with anterior colporrhaphy due to sling obstruction.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.